Event description:
It was reported that when the pump pocket was opened for routine pump and catheter change to switch from a non-programmable pump to a programmable pump, calcified tissue was observed in the pocket and removed by the surgeon. There was no alleged product issue and no additional actions required as a result of the event. The patient had no symptoms or complications related to the event. The patient status was reported as ¿alive-no injury¿. The drug being delivered via the device system was not reported.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10996r49, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4). Evaluation summary: analysis of the pump revealed no anomaly found. Analysis of the catheter revealed a hole in the catheter body that was not user related.